Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of the device had a hole was confirmed and the reported condition of leaking air was not confirmed. However, during evaluation, it was determined that the device failed outer hose inspection the outer hose inspection as the outer hose had a hole and that the cutter rotated in the safe (load) position (power broken). During repair it was observed that the lock cylinder and the pawl release castellations were worn. It was determined that the hole in the outer hose was caused by a sharp object coming in contact with the device. It was determined that the device being power broken was caused by the worn pawl release and lock cylinder castellations. It was determined that the worn lock cylinder and pawl release castellations were caused by trying to operate the device in the load position or by pushing down on the disconnect sleeve while the device is in operation. The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during pre-surgery testing, it was reported that the motor device had a hole in the hose and was leaking air. During an in-house engineering evaluation, it was observed that the device failed the outer hose inspection as the outer hose had a hole in it and the cutter rotated in the safe (load) position (power broken). There were no delays in the scheduled surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.